Manufacturer narrative:
Pump passed the displacement test and self test. Test p-cap locked into the reservoir tube successfully. No unexpected pump error 23 alarms noted during testing. Pump successfully downloaded to thus. Pump error 23 alarm was noted in the history files on (B)(6) 2023 at 10:38:47.00. Pump error 54 (file number 32122 line number 1421) was found in the history files on (B)(6) 2023 at 10:35:12.00 due to the gap between dma down counter going to zero and usart transmit complete interrupt. Pump error 3 alarm was consequence of pump error 54 found in the history files on (B)(6) 2023 at 10:35:13.00 due to pio high was not raised during expected time-out (100 milli sec) or the ack wasn't received during time-out (100 milli sec). The pump was cut open for visual inspection and found dried insulin in the motor slide and moisture on pcba 1. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Pump error 23 not confirmed during testing. Pump error 3 was confirmed due to a hardware error anomaly. Pump error 54 was confirmed due to a software error anomaly. Pump was exposed to moisture damage confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23). No harm requiring medical intervention was reported. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.